Event description:
The facility reported to customer service a pump with failure code 814:01. This failure code occurred before use. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: failure code 814:01 was confirmed. Inspection of the device found that the cause of the failure code was due to depleted and potentially damaged batteries. The batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA which was opened on april 1, 2005 and CAPA which was opened on march 20, 2006.